Manufacturer narrative:
(B)(4). The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cutter device ¿was very jumpy and aggressive and difficult to control and had to use two hands¿. The reporter stated that the cutter device looked different and felt ¿more aggressive¿ then when he had previously used the same type of cutter device. It was reported that the device was used with a long attachment device and handpiece device. There were no allegations of a malfunction with the attachment device or handpiece device. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.